Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscal repairs surgery, after a fast fix´s t2 implant was implanted, it pulled out. T1 was removed with tweezers, because of the issue. Surgery resumed after a delay greater than thirty one minutes with a back-up device. No further complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection found that it is not in its original packaging. The insertion device was returned in the pret1 setting with the t1 and a fragment of t2 returned connected by a loop of suture material. A functional evaluation finds it cycles as designed. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factor that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.